Event description:
It was reported that the 9800 system had no image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The reported issue is currently under investigation. A followup report will be filed when additional details become available.